Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection revealed fracture and insulation abrasion. This type of damage is consistent with repeated stress over time. The reported include specific clinical observation here, for example oversensing and high impedance measurements was likely the result of the lead damage observed by the laboratory.

Event description:
Boston scientific received information that this patient presented due to dizziness. Further review noted this right ventricular (rv) lead had triggered a lead safety due to out of range impedances. Noise was also observed and was being oversensed. There was a delay to atrial pacing, however, it was never greater than 2 seconds. The patient is dependent on atrial therapy. At this time, the rv lead has been surgically abandoned and replaced. The existing pacemaker remains in service. No additional adverse patient effects were reported. Later, during scheduled generator change out procedure, this surgically abandoned lead was removed from the patient. This product has been received by boston scientific for further investigation. No additional adverse patient effects were reported outside of the scheduled replacement procedure.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient presented due to dizziness. Further review noted this right ventricular (rv) lead had triggered a lead safety due to out of range impedances. Noise was also observed and was being oversensed. There was a delay to atrial pacing, however, it was never greater than 2 seconds. The patient is dependent on atrial therapy. At this time, the rv lead has been surgically abandoned and replaced. The existing pacemaker remains in service. No additional adverse patient effects were reported.